Manufacturer narrative:
E1/facility name: (B)(6) added due to character limitation in respective field the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image disappears when angulation is performed and the glue joint of the bending tube is chipped. Based on the results of the investigation, a probable root cause could not be identified for all of these findings. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during setup for an unspecified procedure, the octagonal image was not displayed on the flex deflectable videoscope. Additionally, the inside of the octagon appeared blacked out. There were no reports of patient harm.